Event description:
It was reported the electrical cord emitted sparks.

Manufacturer narrative:
The user reported that the pad failed to work and a wire shorted near the switch. Our investigation revealed a cut in the cord that could have exposed the user to bare wire. The condition of the pad suggests that a great force was applied to the cord. We also observed that the cord of the unit was severely twisted, which suggests it was being used in an unusual manner. The failure may be a result of misuse or failure to follow instructions on the part of the consumer by subjecting the cord to excessive stress. Although users are instructed not to bend or twist the cord, we are taking appropriate action to make the design more robust by initiating a CAPA project (B)(4) to prevent this failure from recurring.